Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on-going use, the device was showing premature battery depletion. Additional information was received on 10/31/2019 indicating that the device was reprogrammed, changing the longevity of the battery to 2.5 years remaining. No further information was received.